Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps (fbf) conductor wire was broken. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the fbf instrument was inspected prior to use with no issue. The conductor wire was broken in half. No loss of cautery was associated with the damaged wire. There was no sign of thermal damage.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint; however, evaluation/investigation has not been completed. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.